Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were lifted, also proximal to mid struts were lifted from crimped position and pulled distally. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement as. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip to be bent. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28 jul 2020. It was reported that crossing difficulties were occurred. The 80% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. After pre-dilatation as performed, a 3.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.